Manufacturer narrative:
(B)(4). Enroute to the service center for evaluation, the pump was lost in transit. Lost in transit.

Event description:
The complainant reported an under-delivery. 1500 ml of nutritional product was hung at a rate of 125ml/hour with the set dose of 1250ml to be infused for 10 hours; however, when the bottle was checked in the morning, no feed had been delivered.

Manufacturer narrative:
(B)(4). The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.